Event description:
It was reported that an ilet user observed insulin leakage at the pump and experienced lack of insulin delivery associated with hyperglycemia, with a reported blood glucose of 453 mg/dl, and the issue was linked to the reservoir and sealing components. Customer care provided support that included troubleshooting and a guided complete supply change with components from different lots. Investigation of this case revealed leakage involving the seal that was consistent with a component-related failure of the reservoir assembly, which resolved after replacement of supplies. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure of the reservoir and associated sealing interfaces.